Event description:
The device failed to work when tested before a laparoscopic gastric bypass procedure. The case was completed with another device and there were no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that device was returned with the distal tip of the blade broken off and missing. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure."